Manufacturer narrative:
This supplement is also updating the agency on new information regarding follow up on pt prognosis and on product investigation as noted below. After 2 attempts to reach out to the customer account, no current pt prognosis could be confirmed. The product investigation conducted as a result of this adverse event was completed by (B)(6), hoya quality assurance department, on 06/16/2015, and found that: the lens was ejected from the injector and was explanted. Lens was cut. Part of the optic was broken off. The slider was retracted and the rod was partially advanced. Trace of lubricant was found inside the injector tip. A review of production records showed no irregularities or abnormalities during its manufacturing and/or inspection processes. The exact cause in this case could not be ascertained.

Event description:
The lens cracked right after the lens was implanted. Lens was cut out and explanted from eye.